Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to the patient feeling like her right eye was not where it should be, flickering, and "brain is confused." Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned in a specimen container with a lid. Product history records were reviewed and all documents indicate the product met release criteria. Additional information was provided, which indicated an approved cartridge was used; however, with an unapproved handpiece and viscoelastic. It is unknown if the account used the qualified viscoelastic. The viscoelastic used is not approved for use with this lens/cartridge combination. Not enough information was provided to conduct a review on the cartridge lot. The root cause could not be determined for photic phenomenon, flickering and brain confused. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. Additional information indicated an unapproved handpiece was used. The use of unapproved products may result in lens delivery difficulties or lens damage. (B)(4).